Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from france that during service and evaluation, it was observed that the small battery drive device motor seized and ran rough and the device did not work. It was further determined that the device failed the following pre-tests: check the attachment coupling, check the oscillation angle, check switching function, check the triggers and ecu function, check compatibility between collbri/sbd and collbri ii/sbd ii, check the function with epd-console and check the off/osc/on switch mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.